Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on an unknown date. The customer¿s blood glucose level was unknown. Customer stated that the hospital took her insulin pump and sensor. The insulin pump will not be returned for analysis.